Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation; the customer's report was observed and a replacement front case assembly was sent to the zoll certified service provider to repair onsite. Analysis for reports of this type has not identified an increase in trend.